Manufacturer narrative:
One pressure tubing with bonded sample site and male connector was returned for evaluation. Dry blood was visible inside pressure tubing and sample site. The reported event of tubing separation was confirmed. Received a pressure tubing with bonded sample site and male connector. Tubing end appeared smooth, even and tapered. Pressure tubing end had been most likely completely detached from bond joint with vamp adult reservoir stopcock. Tubing bended near the point of detachment. Indication of bonding material was visible on some locations of tubing bonding surface area. Tubing original diameter, 0.1420", measured near tubing bond area, was within specification. No other visible damage was observed from the kit. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. The UDI number for this device is: (B)(6).

Event description:
It was reported that while using this vamp after inserting an arterial line, the tubing separated from connector luer lock at the end closest to the patient. The patient was not a peds patient. It was a (B)(6) years old female with an acute stroke in the ICU. There was minimal blood loss but no injury to the patient.